Event description:
Patient reported "band slipped", "abdominal discomfort and was unable to go to the bathroom and "pain". Patient went to the ER and diagnostic testing showed "hole in stomach and internal bleeding" and the patient "had to have emergency surgery" where they "vacuumed out my stomach, gave me a blood transfusion, and a PICC line". Patient also reports "decreased taste", "throat and mouth burned from the acid", "stomach producing too much acid", "scar tissue that may be closing off part of my stomach with adhesions", and "2 abscesses in abdominal wall that were drained". The events are not confirmed by a healthcare professional.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, stomach perforation, constipation, hemorrhage, pain, abscess, reflux, adhesions and decreased sensitivity are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, the event date, explant date, patient data or further event details.